Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the during option upgrade, the lower display washed out to blue/white during initial testing. There was no patient involvement.